Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
White particulate matter was noted in a buretrol solution set prior to use on a patient. The set was prepared to deliver cefazolin, 1 gram, intravenous, every six hours to a post-surgical patient during hospitalization. It was reported that, during set up, ¿at 24 o¿clock after mixing the prescription¿ and adding it to the buretrol with ¿nss 100 ml¿, a white particulate matter was seen (no further detail was provided). There was no patient involvement; therefore, there was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A photograph was received for sample evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.